Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was an attempted implant. Fluoroscopy revealed the helix was extending in an improper fashion as there was never a clear extension observed. The lack of helix extension/fixation issues was supported by suboptimal measurements for sensing, impedance and thresholds. This lead was removed and a boston scientific replacement lead was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was an attempted implant. Fluoroscopy revealed the helix was extending in an improper fashion as there was never a clear extension observed. The lack of helix extension/fixation issues was supported by suboptimal measurements for sensing, impedance and thresholds. This lead was removed and a boston scientific replacement lead was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried body fluid was noted in the helix housing. After removing the dried body fluid, the helix mechanism was fully functional. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: return product analysis confirmed a device problem can be excluded. Investigation summary: analysis of the returned product found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.